Event description:
It was reported that the pacing rate was lower than the set value. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that there was something sticky on the battery contact chips. As a result the battery contact chips were cleaned. The device then passed functional testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.